Manufacturer narrative:
This spontaneous case describes the occurrence of medical device removal ('25 female patients from whom devices had been removed') and soft tissue foreign body ('tin is being found in uterine walls and horns') in 25 female patients who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patients had essure inserted. On an unknown date, the patients underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced soft tissue foreign body (seriousness criterion medically significant), asthenia ("asthenia"), musculoskeletal disorder ("musculoskeletal disorders") and memory impairment ("memory problems"). Essure was removed. At the time of the report, the medical device removal, soft tissue foreign body, asthenia, musculoskeletal disorder and memory impairment outcome was unknown. The reporter considered asthenia, medical device removal, memory impairment, musculoskeletal disorder and soft tissue foreign body to be related to essure. The reporter commented: a mineralogical analysis laboratory analysed the essure implants and the uterine tissue of 25 female patients from whom devices had been removed. In more than 90% of cases, tin was found in the tissue. This confirms the hypothesis derived from the first analysis, carried out in spring 2019, of corrosion of the implant weld, where the presence of tin is greatest. Diagnostic results (normal ranges are provided in parenthesis if available): laboratory test on an unknown date: analysis of essure implants and the uterine tissue of 25 female patients from whom devices had been removed. Tin was found in the tissue; tin is being found in uterine walls and horns.. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on (B)(6)2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data has been conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case describes the occurrence of medical device removal ('25 female patients from whom devices had been removed') and soft tissue foreign body ('tin is being found in uterine walls and horns') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patients had essure inserted. On an unknown date, the patients underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced soft tissue foreign body (seriousness criterion medically significant), asthenia ("asthenia"), musculoskeletal disorder ("musculoskeletal disorders") and memory impairment ("memory problems"). At the time of the report, the medical device removal, soft tissue foreign body, asthenia, musculoskeletal disorder and memory impairment outcome was unknown. The reporter considered asthenia, medical device removal, memory impairment, musculoskeletal disorder and soft tissue foreign body to be related to essure. The reporter commented: a mineralogical analysis laboratory analysed the essure implants and the uterine tissue of 25 female patients from whom devices had been removed. In more than 90% of cases, tin was found in the tissue. This confirms the hypothesis derived from the first analysis, carried out in spring 2019, of corrosion of the implant weld, where the presence of tin is greatest. Diagnostic results (normal ranges are provided in parenthesis if available): laboratory test - on an unknown date: analysis of essure implants and the uterine tissue of 25 female patients from whom devices had been removed. Tin was found in the tissue; tin is being found in uterine walls and horns.. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.